Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 fax/phone number- (B)(6).

Event description:
Physician reported left side intracapsular rupture reason for recovery and capsular contracture baker 2: the breast is hard, but maintains a normal appearance. Device has been explanted.